Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was symptomatic and had palpitations. Boston scientific technical services (ts) reviewed the data that anti-tachycardia pacing (atp) therapy was given for ventricular tachycardia (vt) which broke the rhythm. Premature ventricular contraction (pvc) were causing retrograde conduction pacemaker mediated tachycardia (pmt) broke pmt. Presenting egm showed trigger pacing with multi-focal pvc. Non-sustained ventricular tachycardia (nsvt) and pmt episodes were stored. Ts recommended for a device reprogramming. Additional information indicates that the patient received multiple shocks. Ts reviewed data and noted episodes, 3 stored atp, and therapy was exhausted. Ts discussed rhythm showed patient in fast atrial rate and likely to have fast conduction. The device started to inhibit as afrt was true and rid not correlated. Presenting egm showed atrium was not fast, but had many pac and atrial pacing. Ts noted for a normal device operation. Additional information indicates that the device was checked and patient symptoms were related to pmt. Pvarp was extended and no other issues were reported. No programming changes were done. The crt-d remains in service. No adverse patient effects were reported.